Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported; "revision of hemi arthroplasty. This was a second stage procedure. The first revision was back in (B)(6) 2025. After this case a hemi was left in situ. In this second revision the implants were all removed and another companies prosthesis was implanted."